Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was between - 400 - 500 mg/dl and increased to be displayed as ¿high." The customer took corrective action by administering a correction injection and subsequently, with guidance from technical support, attempted to resolve the issue by disconnecting tubing and delivering a bolus as instructed. Despite these efforts, the occlusion alarm recurred due to a blockage in the cartridge, but the customer managed the situation by changing supplies and resuming insulin therapy. There was no reported need for third-party assistance.